Event description:
It was reported that during a da vinci-assisted surgical procedure, the front end of a permanent cautery hook instrument was not flexible, and it could not be used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there was no report of a fragment falling into the patient. The patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have exhibited imprecise motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The grip tips moved imprecisely in the pitch orientation. The grip tips move in the expected direction, but the motion was non-exact. Additional observation not reported by site that is related to the customer reported complaint: the instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment was still installed in the clevis. This failure likely caused the imprecise motion observed. Review of the provided image was reviewed by regulatory post market surveillance (rpms) analyst. The image of the permanent cautery hook exhibits no damage.